Event description:
Reporter states he is both a consumer and a health professional. He states that this plastic part is being used. It needs to be taken "off the market."

Event description:
Reporter states he is both a consumer and a health professional. He states that this plastic part is being used. It needs to be taken "off the market." It can't keep oil out of the liver.